Event description:
A distributor reported on behalf of a healthcare facility in china that a rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use and had a crack on the inspiratory tube. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to f&p for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph shows a hole next to the inspiratory elbow. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.' - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that a rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use and had a crack on the inspiratory tube. There was no patient involvement.